Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the arctic sun device alerted flow rate less than 50 percentage (alert 02- low flow). Current flow rate was 1 l/m. Mss walked through and stopped the therapy, drain pads, disconnect and reconnect holding nowhere near clear connectors and verifying audible clicks. Restarted therapy and flow rate was stabilized at 1 l/m. Patient temperature was 33.2c, target temperature was 33.5c, water temperature was 25.6c. As per phone follow-up on 31jan2023, it was stated that issue was resolved during mis call. Patient was able to complete therapy, no issues. No patient injuries.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device alerted flow rate less than 50 percentage (alert 02- low flow). Current flow rate was 1 l/m. Mss walked through and stopped the therapy, drain pads, disconnect and reconnect holding nowhere near clear connectors and verifying audible clicks. Restarted therapy and flow rate was stabilized at 1 l/m. Patient temperature was 33.2c, target temperature was 33.5c, water temperature was 25.6c.